Manufacturer narrative:
(B)(4). The incident sample is not available for eval. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was a case where a pt became burned at the return pad site. The area was reported to be blistered. The date of the event, degree of burn, type of treatment, and the pt gender and age are unk.